Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit and motor controller (mc) printed circuit board assemblies to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported an occurrence of error code 1104 (backup alarm failure) in the diagnostic logs. There was no patient involvement.